Event description:
This lead was capped and replaced due to pacing impedance readings of less than 200 ohms. There were no adverse pt events reported. Should additional info become available, this report will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 to make room for new leads. This is follow up 02.